Manufacturer narrative:
The fiber optic laryngoscope handle is an accessory used with compatible rigid fiber optic laryngoscope blades which are used to examine and visualize a patient¿s airway and aid placement of a tracheal tube. Baxter has contacted the account three times requesting the device to be returned for inspection. The account was unresponsive to the attempts and the device did not return to manufacture. Based on this information, no further action is required. Although no reported injury occurred, if the reported event were to recur, this event could potentially lead to a serious injury. Baxter considers this complaint reportable.

Event description:
The customer reported the battery burned the handle. There was no patient/user injury reported. Baxter has contacted the account three additional times to obtain details on the reported event; however, the account has been unresponsive. This report was filed in our complaint handling system as complaint # (B)(4).